Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements, greater than 3000 ohms. Reprogramming was performed. No adverse patient effects were reported. This lead remains in service.